Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional info.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 20 ga x 1-3/4 in single port leaked at the septum. The following information was provided by the initial reporter: during normal flushing sequence with 10ml syringe, it shot through the near port up at nurse. Thought is split septum was engaged open earlier by floor nurse.